Manufacturer narrative:
Manufacturer's investigation conclusion: the mpu was returned for evaluation due to reported alarms from the patient¿s system controller. The root cause of the reported event was determined to be related to the system controller and the other mpu associated with this complaint, and was unrelated to this mpu. The returned mpu was functionally tested on (B)(6) 2020 and was found to perform as intended. During evaluation, damage to the mpu¿s patient cable was observed. The cable was replaced with a new component and the damaged cable was sent to the ppe department for further analysis. The returned mpu patient cable was observed to have many small cuts on its cable jacket upon arrival. The cable was functionally tested using test equipment and the cable functioned as intended, even when heavily manipulated by hand. The root cause of the damage to the patient cable was unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. PMA/510(k) #: p160054. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) was in use by the patient until receiving information regarding her mpu sent back the second time. The hospital provided a loaner mpu after having similar reported issues with the device with no external power and having issues on the mpu when connected at home as described in the previous email.